Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging apply sample. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 (02/15/2013)-device evaluation: the meter and test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips passed all testing with no faults found, however a secondary issue unrelated to the complaint was found. On performance testing with control solution the results were found to fall below the labelled range. The meter passed all testing with no faults found on (B)(4) /2013. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.